Manufacturer narrative:
Olympus (B)(4) followed up with the user facility multiple times in an attempt to obtain more detailed information regarding the report, with no results. The device referenced in this report was returned to (B)(4) for evaluation. The evaluation noted that the insertion tube was scratched, and a large leak was found at the electrical connector pin. The unit failed the insulation test at the distal end. The air/water bottle port was loose, the objective lens was scratched and chipped around the edges, and the glue around the lenses were found to be worn and to have pinholes. There were stains observed on the image, and the bending section cover glue was cracked. However, there was no damage noted on the instrument channel that would likely contribute to the user's experience. The device was refurbished. The exact cause of the user's experience could not be conclusively determined; however, insufficient reprocessing appears likely. If additional information is received at a later time, this report will be updated. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during a diagnostic procedure, when a forceps was extended out of the scope, a piece of tissue was noted at the end of the biopsy forceps. The biopsy forceps and gastroscope were withdrawn from the patient and the alleged tissue did not fall inside the patient. The procedure was said to have been completed using a different but similar gastroscope and biopsy forceps. There was no patient injury reported.